Event description:
It was reported that the customer's insulin pump has a broken thread, and the case is broken near the battery. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Cracked belt clip slot, cracked battery tube threads, cracked lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.